Event description:
Customer reported the inform system gave a blood glucose result of 154 mg/dl at a time when the patient was symptomatic of hypoglycemia. Customer did not treat based on the advantage result; patient was treated with dextrose based upon symptoms. A request was made for the return of the system and a replacement was sent.